Event description:
Prior to implant, the physician noted that the header of the device was deformed. The device was not used and another device was successfully implanted. The patient was in stable condition.

Manufacturer narrative:
Additional information: the reported event of unusual header structure was confirmed. Device was received in normal working condition. The epoxy header surface appears to be uneven and not very smooth to the touch along the joining line with devices case. Electrical and mechanical tests indicated normal pacer functionality. The cause of the reported incident was not determined.